Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. The complaint was confirmed. The power source was found to be defective in which case "error code: 200" was signaled, therefore the power source was replaced. A review into the depuy synthes mitek complaints system revealed no other complaints for this serialized device with the product code that was released to distribution. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. When the power source of the generator fails, it has the potential to cause the power fault as reported in the complaint. However, given the information provided, we cannot discern a potential root cause for the power source failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the generator device would not work. The device would not start up and work normally. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.